Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm while attempting to deliver a bolus. Customer had elevated blood glucose levels (362 mg/dl) and trace of ketones. Customer delivered a correction bolus to stabilize blood glucose levels. Contact reported the pump was in the customer's pocket when the alarm was triggered. The wake button is functioning as intended.